Event description:
Report received of a tubing separation during patient use. The customer indicated that the male luer end of the extension set was connected to the clave port of the "hep lock system" which was connected to the patient's peripheral IV catheter. Reportedly, the lpn had disconnected the extension set from the clave port after an unspecified IV piggyback solution. The rn noted a "1 inch in diameter" in spot of blood on the sheets and "blood coming out of the blue port." He reported that a "little skinny part of the tubing" from the extension set was "lodged" inside the clave port of the "hep lock system". This resulted in "keeping it in the open position.". At this time, the "hep lock system" was removed from the patient's IV catheter and replaced with a new "hep lock system"there were no reported adverse patient effects and no medical interventions were required.